Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, there were differences between the r-waves measured with the analyzer and the device. The ipg, rv lead and analyzer remain in use. No patient complications have been reported as a result of this event.